Manufacturer narrative:
A product development investigation was performed. One cannulated cruciform screwdriver (part# 314.462/lot# a4hf999) was received at customer quality (cq) for evaluation. A visual inspection under 5x magnification, device history record (DHR) review, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The device was returned without two of the four prongs on the tip of the screwdriver. The overall condition of the device is good; the device shows minimal signs of wear from its 19 years in use. Replication of the complaint condition is not applicable as the device was returned in a damaged state. The cannulated cruciform screwdriver is used to insert 3.0 mm cannulated screws in fracture reduction procedures in the wrist, ankle, and elbow. Relevant drawing for the device was reviewed, as it was the latest available revision before the part was obsoleted. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The returned device is multiple use and needed during various procedures; therefore, the complaint condition was most likely caused by repetitive use over the product¿s lifetime. However, based upon the given information, a root cause is indeterminable. It is not likely that the design of the instrument contributed to this complaint. No new, unique or different patient harms were identified as a result of this evaluation. Unable to determine a definitive root cause. However, the complaint condition was most likely caused by inattentiveness during sterilization. It is not likely that the design of the device contributed to this complaint. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. UDI:gtin unavailable, product made prior to gtin compliance date. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot number a4hf999. Manufacturing location: (B)(4). Date of manufacture: 26mar1998. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the screwdriver broke off while inserting a 3.0 cannulated screw into the distal humerus on (B)(6) 2017. The tip was retrieved and a new screwdriver was used to successfully complete the surgery. There was a surgical delay of less than 5 minutes with no harm to the patient. Concomitant device reported: 3.0 cannulated screw (part number unknown, lot number unknown, quantity 1). This complaint involves one device.